Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction on his back and sides while wearing the lifevest. The reaction reportedly started out red and itchy, progressed and broke open. The patient planned to visit his physician and end use. The medical outcome is unknown.